Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR#: 2134265-2011-00014. It was reported that during a stenting treatment procedure, removal difficulties occurred. Access was obtained through the left femoral artery. The 90% stenosed, eccentric, de novo, 15x3.0mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad) and the diagonal (dx) artery. Without predilating, a 2.5x24mm taxus element stent delivery system (sds) was advanced to the distal lad and implanted without issue. Next, the bifurcation was treated. A 3.0x20mm taxus element sds was advanced to the lad and a 2.25x28mm promus element sds was advanced to the dx. The promus element stent was deployed and the delivery balloon was deflated. During removal of the promus element delivery system, balloon withdrawal resistance was noted. After several attempts, the promus element sds was able to be removed. The 3.0x20mm taxus element sds was also removed without deploying the stent. Outside the patient it was noted that the taxus element 'looked irregular in its proximal part.' The procedure was completed with a 3.0x24mm taxus element. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported that the 2.25x28mm promus element stent was deployed at 12atms. The physician tried to remove the balloon from the stent but after several attempts it was removed along with the taxus element sds. During the removal of the 3.0x20mm taxus element, there was significant resistance. The stent got damaged as it was pulled back into the guide catheter for removal. The stent struts were pulled up from the delivery balloon but the device was still removed intact along with the promus element stent delivery device (sds).